Event description:
During device preparation for an af procedure, an error message of the catheter being for single use was noted. The tactisys, ensite x amplifier, and dws were all restarted with no resolution. A new case was created with no resolution. The catheter was exchanged with no resolution. The catheter was exchanged again and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: (B)(4). One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.